Event description:
It was reported that during a coronary drug eluting stenting treatment procedure lesion crossing difficulties were encountered and then stent damage was noticed. In 2005 the taxus express2 2.5 x 24 mm drug eluting stent was unable to cross the target lesion (located in an unk tortuous vessel.) There had been no resistance felt during the advancement of the stent. When the stent was withdrawn it appeared to be rough. There were no pt complications.